Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient switched out the bags but kept the cassette in order to keep the longer patient line during therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized two days after onset of the peritonitis. The patient was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. Four days after hospitalization, the patient was discharged from the hospital and was recovering. The patient was retrained on aseptic technique. Antibiotic treatment was ongoing. Apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The use error was further described as a reuse of a single use product. The cause of the peritonitis was a re-use of the cassette, a single use product. The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.